Event description:
A patient (age and gender unknown) underwent a therapeutic ercp with plastic biliary stent placement. As the stent was being placed for deployment, the introducer broke off the delivery system inside the stent. A forcep was utilized to remove the introducer after successful deployment of the rx stent. The patient did not sustain any complications as a result of this event. The patient condition was noted to be fine.